Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2013, the patient underwent a permanent implant procedure and received an scs system. Thirty minutes post-op, the patient experienced weakness and difficulty moving her leg. A CT scan revealed no anomalies. The patient also experienced abdominal pain. As a result, the patient's scs system was explanted. The patient is undergoing rehabilitation and her symptoms are improving.